Event description:
This pt was admitted with a large diaphragmatic hernia and respiratory failure. He was placed on extracorporal membrane oxygenation -ECMO- and developed petechiae and systemic erythema and bullae. He continued to deteriorate and died two days later. An autopsy showed endotoxin mediated sepsis syndrome with development of dic. Heparin coated carmeda tubing was used during ECMO and this report is being filed retrospectively after the heparin recall, and the 04/08/08 FDA letter to manufacturers asking them to consider withdrawal of heparin coated devices.